Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system was found broken before use while priming, resulting in leakage at the catheter junction. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that catheter broken before replacement during priming and result in normal medication leakage at catheter junction."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8233178. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system was found broken before use while priming, resulting in leakage at the catheter junction. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that catheter broken before replacement during priming and result in normal medication leakage at catheter junction."